Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery (rca). There were two devices that were used to treat the lesion. A 3.00x16mm promus premier¿ stent was advanced, however, the shaft was kinked. The physician completely removed the device and implanted another 3.00x16mm promus premier¿ stent. Then, a 2.75x8mm promus premier¿ stent was also advanced, however, while advancing the stent struts of the 2.75x8mm promus premier¿ stent was caught in the calcified rca. The device was completely removed from the patient and it was noted that the stent struts of 2.75x8mm promus premier¿ stent were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Age at time of event: mid 70s.    Device is a combination product.   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).